Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Device manufacture date: unk.

Event description:
It was reported that a pt had all pouches/ appliances cause them to "break out" out after surgery. It was noted that a "pimple like rash" was under the mass of the wafer immediately. No add'l info was provided. Pt outcome is reported as the pt "stopped use and resolved in 2 weeks".